Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported under MFR number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08491.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient experienced a fall. As a result of the patient fall approximately six weeks later, the patient underwent a revision procedure. During the revision procedure, it was noted that the locking bar disassociated from the bearing and tibial tray. It was further noted that a patella fragment was removed from the patient's wound. Finally, the patella was noted to be subluxing; therefore, a lateral release was performed. The patella cement was found to have cracked off of the bone. Therefore, the patella prosthesis and cement were removed with an oscillating saw, leaving the patella pegs in situ.